Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, no button response was noted due to corrosion on the electronic assembly. The keypad assembly was troubleshot and it was determined not to be the cause of the unresponsive buttons. Unable to perform the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the excessive no delivery alarms due to the unresponsive buttons. The motor was tested outside of the device and it passed. No unexpected audio alarm or constant tone was noted. The pump was received with a cracked case, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer also reported that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 239 mg/dl. Customer reported that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.